Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported prior to an implantable collamer lens (icl) implantation procedure, the lens tore/broke during loading. Damage was noted in the cartridge. The lens was replaced within the initial surgery for a similar lens. The problem was resolved. Cause of the event is unknown; loading proceure did not require more force than usual.